Manufacturer narrative:
A manufacturer representative went to the site and communicated with the staff about the design and intended function of the newest generation spinous clamp. The clamp in question was functioning as intended, though some modification may be necessary intraoperatively if a patient has a wide spinous process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the short spinous process clamp would not engage or disengage. The site opened another spine tray and were able to use that clamp. Patient information not available at the time of the call. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.